Event description:
It was reported that during a femoral angioplasty procedure, the catheter balloon could not be removed through a 5fr sheath. Another catheter was used to complete the procedure without further complications being reported.